Manufacturer narrative:
(H6): the manufacturing representative (rep) went to site to test the imaging system and replaced generator board and performed all associated calibrations. System now functions as intended. System checkout performed. System operates within specifications outlined in the asm. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222r, product ID: bi71000542, product ID: bi71000901, product ID: bi71000468r, product ID: bi71000228. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No additional information received.

Manufacturer narrative:
(H6 ) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that system was not complete a spin and reported an early termination on the mvs mobile viewing station. It occurred intra operatively and there was no delay. Patient present at time of event. And there was no impact on patient outcome.

Manufacturer narrative:
H3,h6)the generator control board was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint. Installed generator control board in test system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images passed. No problem found. B01,c19,d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000222r, serial/lot #: (B)(6) rev. J medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
No additional information received.